Manufacturer narrative:
Age or date of birth-race: unk. Date of event: unk. Product code: unk. Expiration date: unk, no serial number reported. Implant date: unk. This product is not marketed in the us. Device manufacturing date: unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter stated " I received a complaint about accommodation post icl implantation in the context of good vision and refraction. Doctor will monitor first and let us know if she needs assistance." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.